Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 8/15/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event - exact date of event not provided, best estimate is between (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony toric multifocal intraocular lens (model zxt300 +8.5 diopter) was explanted from patient¿s right eye because of patient experiencing unexpected post op refraction, distortion at distance and near and astigmatism correction. The patient had over-correction of cylinder with the lens in the correct position, patient needs non toric. At explant there was no incision enlargement, no vitrectomy and no sutures required. Patient outcome reported as recovered with new implant. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.